Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had reached a battery status indicator of explant. The battery status approximately two months ago indicated there was one year remaining to explant. The explant indicator was found to be triggered due to an extended charge time. Boston scientific technical services indicated the device has a 90 day changeout window, however charge times could continue to increase. Evidence suggests that the device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the device.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had reached a battery status indicator of explant. The battery status approximately two months ago indicated there was one year remaining to explant. The explant indicator was found to be triggered due to an extended charge time. Boston scientific technical services indicated the device has a 90 day changeout window, however charge times could continue to increase. Evidence suggests that the device remains in-service at this time. No adverse patient effects were reported. The device was subsequently explanted and replaced.